Event description:
The csa reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder aaa endoprostheses. It was reported that the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis (rlt311417/23929725) was prepped on back table per the instructions for use. While attempting to advance the delivery catheter through the gore® dryseal flex introducer sheath valve, the valve ruptured. Two additional gore® dryseal flex introducer sheaths were used, and the valve¿s were ruptured. The csa instructed the doctor to not use this device at this point. Reportedly a metal piece (was determined by returned product photo's to be a lock pin) punctured the sheath valve. The lock pin was not visible, it was felt on the back table after the third dryseal flex sheath was punctured. The lock pin that was not visible was coming from the top of the graft, not the olive. A hemostat was used to stop blood loss (amount of blood loss is unknown). A blood transfusion was not required. The physician used a different device and a new sheath. The patient tolerated the procedure.

Event description:
The clinical specialist (cs) reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder aaa endoprostheses. It was reported that the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis (rlt311417/23929725) was prepped on back table per the instructions for use. While attempting to advance the delivery catheter through the gore® dryseal flex introducer sheath valve, the valve ruptured. Two additional gore® dryseal flex introducer sheaths were used, and the valves were ruptured. The cs instructed the doctor to not use this device at this point. A dislodged lock pin punctured the sheath valve. The lock pin was not visible, it was felt on the back table after the third dryseal flex sheath was punctured. The lock pin was not visible and coming from the top of the graft, not the olive. A hemostat was used to stop blood loss (amount of blood loss is unknown). A blood transfusion was not required. The physician used a different device and a new sheath. The patient tolerated the procedure.

Manufacturer narrative:
Addition section b. Correction h3, device was returned to gore for evaluation on may 18, 2022. Addition section h.